Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after going through fill tubing while connected at the site. The customer's blood glucose (bg) level was 89 mg/dl but food was consumed to bring it back up. During a follow up with tandem technical support, the customer reported they were fine with a bg level of 175 mg/dl.